Manufacturer narrative:
Follow-up # 2 ¿ (03/22/2015). The patient¿s test strips have been returned on 2/13/2015 and evaluated by lifescan product analysis on 3/10/2015 with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(4) 2014, the patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter had displayed an error message ¿ error 4. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred ¿a couple of weeks¿ prior to the alert date of (B)(6) 2014. The patient informed the cca that they manage their diabetes with a combination of oral medications and/or exercise. The patient denied making any changes to their usual diabetes management regimen due to alleged product issue. The patient stated that ¿immediately¿ after the product issue first occurred, they experienced ¿sore fingers¿ as well as becoming ¿upset and worried¿. The cca documented that the patient did not receive any form of medical treatment in response to this. At the time of troubleshooting the cca walked the patient through a re-test as the issue remained unresolved. The patient¿s products were requested for evaluation and replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (01/31/2015). The patient¿s meter has been returned on 1/7/2015 and evaluated by lifescan product analysis on 1/16/2015 with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.